Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that he was reprogrammed 10 times since implantable neurostimulator placement. It was noted that the patient would feel paresthesia each time at the office, but when he got home, the paresthesia would disappear, and he could not get it back on, and therefore, he was getting zero pain relief. The patient indicated that he had no charging issues. He stopped charging the implantable neurostimulator in 2019 since it wasn't working and wants it removed. He is unwilling to charge the generator to allow the manufacturer representative to run diagnostics at the time of the report and see what the issue could be. An explant is planned, but has not yet been scheduled.